Manufacturer narrative:
Concomitant products: 1000ml bag of 0.15% potassium chloride in 5% dextrose and 0.9% sodium chloride injection usp (b. Braun; lot j4p187, exp 05/17); (3) curos caps; therapy date unknown. The customer¿s report of fluid leakage from ¿one of the hard plastic points¿ on the tubing was not confirmed. Functional testing was unable to replicate any leaking, either from the suspect or the concomitant samples. The root cause of the reported leak was not determined.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The non-carefusion manufacturer reported that they received a (B)(4) that was submitted by the customer. The customer reported 'a patient was sitting on rn's lap when rn noted a drip coming from the IV tubing. Upon inspection it was noted that fluid was leaking from one of the hard plastic points from the or extension tubing. This is not a luer-lock site nor a site where two tubings were connected. The IV tubing was immediately changed. Resident was notified. The patient has a broviac catheter in place and was running maintenance IV fluids (mivf).' The customer reported that there was no known adverse event, injury, or medical intervention.